Event description:
It was reported that stent dislodgement occurred. A 4.00 x 24mm synergy xd drug-eluting stent was selected for the procedure. However, the stent detached from the balloon when the protective sleeve was removed during preparation. The procedure was successfully completed using an alternative device, and no patient complications were reported.